Manufacturer narrative:
The product in complaint was not returned to the manufacturer for analysis. Therefore, the root cause of this adverse event cannot be identified at this time. If the device should become available or additional information is obtained a supplemental report will be provided. Additionally, this was the first reported adverse event of this nature associated with this lot. Complaints will continue to be monitored for any trends. Please see related MFR report 3014526664-2019-00066.

Event description:
It was reported that a transcarotid artery revascularization (tcar) procedure was performed on an (B)(6) year old symptomatic male on rica/rcca lesion on (B)(6) 2019. The patient had a history of lymphoma with dxrt and experienced an episode of left sided weakness the morning of the procedure. The initial procedure was performed with good results and the patient woke from ga maex4 and was responsive. A silk road medical area manager at the hospital was notified that the patient was being brought back to the hospital for a new episode of left sided weakness. A computed tomography angiography (cta) was performed which showed no new white lesions. A CT brain scan was also performed which showed that the brain was normal. An ultrasound showed that the stents had thrombosed. The patient was then treated using nps for flow reversal in conjunction with penumbra aspiration catheter for clot removal. Frothy pink/red material was removed. An 8 x 50 viabahn was then deployed and flow was restored. Patient was doing well after the procedure and had no new weakness or other signs of stroke at that time. No additional details were provided.